Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had an issue with the tubing detachment from the quick release during the night and the patient woke up with high blood glucose level. Patient's blood glucose level was above 300 mg/dl at the time of incident and self-treated with a manual injection. The site location was at the leg and the pump was in the pocket. The infusion had been in use for about one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.